Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
It was reported that the patient received 30 inappropriate shocks. It was further reported by the patient that the device malfunctioned and inappropriately shocked him. The patient was taken to the hospital and shocked a total of 36 times. The device was replaced. No further patient complications have been reported as a result of this event.